Event description:
Same case as MDR ID# 2134265-2010-03734. It was reported that during a percutaneous translumial angioplasty (pta) stenting treatment positioning and removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed de novo lesion was located in the mildly tortuous and moderately calcified common iliac artery (cia). The lesion was pre dilated with a 6mm wanda balloon catheter. A 10.0x40x75cm express vascular ld premounted stent system was advanced and difficulty crossing the lesion was encountered. The physician then made attempt to withdraw the stent system through the introducer sheath but was unsuccessful, and as a result the stent was placed just before the target lesion. After stent placement and during the second withdraw attempt, the stent system would not "come back easily through the introducer" and got stuck. The procedure was completed with a different device. The patient experienced some abdominal pain post procedure. The patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).